Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected high out-of-range left ventricular (lv) lead impedance measurements. A copy of the device's memory was submitted to boston scientific technical services (ts) for guidance and recommendations. No adverse patient effects were reported. Additional information received indicates that there was a confirmed lead dislodgement observed via x-ray.

Event description:
Surgical intervention was performed and the lv lead was capped.